Event description:
It was reported that, "allegedly, the patient's hip prosthesis fractured at the mid-shaft. The patient subsequently underwent additional surgeries. It is further reported that, failure of the prosthesis to seat caused a progressive series of stresses on the shaft which eventually resulted in the failure."

Manufacturer narrative:
Device not returned. No evaluation will be done. If the device or additional information becomes available, it will be reported on a supplemental report.